Manufacturer narrative:
A review of the complaint history for sn (B)(6) as performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to issue the medication because the system prompted for a validation code. The technical support specialist (tss) contacted the pharmacist and advised to provide the validation code to the user. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was not able to issue the med since it was asking for a validation code. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.